Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing amplitudes. Additionally, an increase in rv pacing threshold with evidence of possible loss of capture was observed on day five post implant. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Lead return is not expected.